Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the pne leads were removed by office staff and that the patient had received a full implant of the device. The rep noted that the patient did fine and showed a greater than 50% improvement during the trial. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3057, lot# unknown, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the patient's leads got tangled in their clothes and were pulled out. They already made the doctor's office aware of the problem. It was noted they saw improvement up until the leads came out and they were happy with that, but was disappointed that the leads got tangled and were pulled out by accident. There were further complications reported or anticipated.